Event description:
When attempting to place an intraaortic balloon pump, immediately pump alarmed large helium loss. A new console was brought in, but same alarm was present. Pt: 4582. Device: 2946. Referenced report- mw5189051.